Manufacturer narrative:
(B)(4). Date sent to FDA: 11/17/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and an unknown mesh was implanted. It was reported that following the surgery, a lump was detected. The patient had an ultrasound on (B)(6) 2016 and it was determined that the lump was fluid. No additional information was provided.